Event description:
Physician reported capsular contracture baker grade IV. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported capsular contracture - baker grade IV. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported capsular contracture baker grade IV. Device has been explanted and replaced. This relates to the right side.